Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correction for the initial report submitted on september 9, 2020. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus india, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not detected the broncho video scope, bf-1tq170 at the preparation for use. At the incoming inspection for the repair, olympus (B)(4) checked the subject device, and found the failure of the electrical circuit board and the video connector socket failure. There was no report of patient injury associated with this event.